Event description:
Information was received indicating that a smiths medical pneupac¿ parapac plus was dropped and lead to leaking. There were no reported adverse patient effects.

Manufacturer narrative:
Evaluation results: one parapac ventilator was received for investigation in a damaged condition. The faceplate was bent indicating that the device had been dropped. This observation confirmed the customer's reported product problem. There was no evidence of leaking found however. The technician replaced the damaged faceplate with a front panel kit. In the process of replacing the front panel, some of the internal knobs were difficult to remove and were damaged during disassembly. The components were immediately replaced. During the repair, the technician also observed that the manometer needle threshold was outside of the +/- 2 cmh20 hash mark on the meter dial. The technician proceeded to replace the manometer. During further testing, the cycle led was flashing outside the specified limit, so the pressure switch was adjusted as well. The cycle led subsequently passed the check, however the peep control was found to be out of tolerance. The peep control needle was adjusted and then passed the test. After making this changes the technician subsequently noticed that the CPAP control failed at the max setting. The adjustment was unsuccessful, so the CPAP cartridge was replaced and adjusted, after which the device passed all functional tests.

Manufacturer narrative:
Evaluation results: one parapac ventilator was received for investigation in a damaged condition. The faceplate was bent indicating that the device had been dropped. This observation confirmed the customer's reported product problem. There was no evidence of leaking found however. The technician replaced the damaged faceplate with a front panel kit. In the process of replacing the front panel, some of the internal knobs were difficult to remove and were damaged during disassembly. The components were immediately replaced. During the repair, the technician also observed that the manometer needle threshold was outside of the +/- 2 cmh20 hash mark on the meter dial. The technician proceeded to replace the manometer. During further testing, the cycle led was flashing outside the specified limit, so the pressure switch was adjusted as well. The cycle led subsequently passed the check, however the peep control was found to be out of tolerance. The peep control needle was adjusted and then passed the test. After making this changes the technician subsequently noticed that the CPAP control failed at the max setting. The adjustment was unsuccessful, so the CPAP cartridge was replaced and adjusted, after which the device passed all functional tests.